Event description:
It was reported that during insertion of va screws to a plate by hand, the screw ran through the distal hole of shaft. The doctor used the drill-sleeve and torque limiter. The doctor changed to ti-locking screw instead, and was able to fix the plate in place and finished the operation. The plate remains implanted in the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.